Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 due to pseudomonas bacteremia infection. Diagnostic tests utilized included blood cultures, urine cultures, a urology consult, and CT of the abdomen/pelvis. The patient was treated with IV antibiotics and suppressive levofloxacin daily.